Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that he had lost consciousness, while driving, due to a hypoglycemic episode. Pt was able to pullover in time. Pt recalls he lost consciousness for at least an hour before paramedics arrived. Paramedics measured his bg at 29-30 mg/dl while his cgm was reading 60-80 mg/dl above his bg. Paramedics administered an IV. At the time of his call to dexcom technical support pt reports he was doing fine.